Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the physician was unable to fixate the lead. It was also reported that it was difficult to navigate the patient's anatomy. Visual inspection noted that the helix was damaged. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.